Manufacturer narrative:
H10 provided: the device was returned to olympus for evaluation and the evaluation found that the power supply was found burnt and unable to power up unit and it needs to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer contacted the technical assistance center (tac) exxplaining that there was no power on the device, adding that they have tried another power cord and still nothing, and the outlet was good. Tac recommended the customer to send the monitor in for repair and transferred him to repair and loaners. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high definition lcd monitor, had no power on the device. The issue occurred during the preparation for use. The procedure was unknown. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for evaluation and the evaluation found that the power supply was found burnt and unable to power up unit and it needs to be replaced. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the power of the device does not turn on" was caused by a power supply burned. Three attempts were made to obtain additional information regarding the reported event, but no response as received from the customer. Olympus will continue to monitor field performance for this device.